Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of mw5176433 received through the FDA medwatch program stating "patient reports having an issue with pump not holding the 50/60ml syringe. The pump does not have the adaptor on and pt says the 50ml syringe keeps popping out. Sent hizentra how to infuse video and followed along with pt but syringe still popping out. Counseled pt that she will have to waste today's dose of hizentra (only good for 8hrs in syringe) we will replace the wasted dose and we will send another new pump. Pump serial number. Unknown if pump is available for possible return." Additional information was received providing patient information and the serial number of the pump involved. The pump listed in this report has not been received by koru medical. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.